Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a broken doppler tether.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit had a broken doppler tether. There was no patient involvement.

Manufacturer narrative:
In order to fix the issue, the fse replaced the tether assembly ((B)(4)). The unit then passed all functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.